Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, and unique device identification (UDI) are unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a lead placement procedure, the surgeon expressed concerns over the lead placement. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient demographics provided. There was a reported delay to the procedure of more than 1 hour due to this issue. Serial number, unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Pt weight provided. Updated to proper value. Correct event date provided. Updated to proper value. Event description updated with proper information to indicate the surgical intervention.

Event description:
Medtronic representative reported that surgeon decided to do the intervention to replace the lead after first placement scan check during procedure. The inaccuracy was reported approximately 2 mm. After the replacement of the lead, surgeon confirmed the placement with scan check.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date updated to proper value.